Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The foreign (mexican) product distributor reported an issue encountered by one of their customers with the cardiovascular valve. The report stated the perfusionist attempted to investigate/isolate the source of the issue in the circuit and determined there was restricted flow in the one-way valve. As a result of the alleged issue, the patient was taken off of bypass and the valve was replaced. The report stated the procedure was completed with no patient complications. The device lot number was not recorded and is unknown at the time of this report. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Visual inspection with and without magnification did not show any defects. The valve was attached to a roller pump for functional testing and functioned as per specification. The complaint condition could not be duplicated. The applicable lot number for the part was never provided and could not be determined.